Event description:
It was reported that the hospital experienced a power outage during the surgery. And the device switched to battery power, but the battery quickly ran out, causing the device to shut down. No patient injuries were reported in this event.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Manufacturer narrative:
It was reported that the hospital experienced a power outage during the surgery. And the device switched to battery power, but the battery quickly ran out, causing the device to shut down. No patient injuries were reported in this event. The customer contacted draeger service engineer for this issue. The engineer arrived at customer site to inspect this device, after replacing the internal battery, this device can back to normal use. After analyzing provided log file and replaced battery, it was found that this battery was discharged on the day before the issue, and might be not full charged during several interruption (around 35 minutes in total in the day before) of the ac power fail. On the IFU, there was requirement for 16 hours to be full recharged of the discharged batteries. Only fully charged batteries can guarantee the running time. This device was first produced and tested in sdmi in nov. 2022, and used in hospital more than two and a half years, that means the batteries was aged (compare to bran-new batteries) and its status and current capacity will not be able to reach the capacity of the new batteries in its initial state. When ac power loss, internal batteries supports the fabius plus device for around ten minutes at ventilation active condition (auto ventilation activated) as per reported from the hospital. The aged batteries almost approaching to its maintenance and replacement cycle. And according to IFU, batteries are exchanged every 3 years during maintenance. For this specific case, after replacing the failed battery, this device can back to normal use, no further issues were reported.

Event description:
It was reported that the hospital experienced a power outage during the surgery. And the device switched to battery power, but the battery quickly ran out, causing the device to shut down. No patient injuries were reported in this event.